Event description:
The pt info is unknown, did the surgery on (B)(6) 2013. The condition of the target lesion is diagonal branch of lad had 80% stenosis. The diagonal branch ostial had 60% stenosis. The 2.75 x 12mm taxus stent was implanted in lad. The diagonal branch ostial was dilated by empira 2.0 x 15mm at 16 atm for 8s. The goodman 2.5 x 15 mm balloon was put in lad and the empira kissing balloon was put in diagonal brach for dilation. The empira balloon had burst from approximate part when the pressure reached to 7-8 atm and the gw could not be removed. The surgeon had to withdraw them as a unit and stopped to use another kissing balloon. Monitor indicated the pt's blood flow was slow. This is the 1st empira the surgeon used and he suspected the balloon was not in good bonding in the approximate which contributed to the burst.